Event description:
It was reported the patient was admitted through the emergency room with right-sided chest discomfort. CT scan results revealed the paddle was off to the right side. The patient was monitored by pain management and neurology for several days. Follow-up identified the pain has subsided. Reprogramming captured effective coverage to the appropriate areas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.